Event description:
The customer reported erroneous high platelet (plt) results from the coulter act diff 2 analyzer. Per the customer the patient usually had the plt results in the 20 x 10^3 cells/ul to 30 x 10^3 cells/ul range but this time they were at 108 x 10^3 cells/ul. The customer reran the results in another instrument and the result for one of the patients was 28 x 10^3 cells/ul. The instrument also generated white blood cell (wbc) aperture alerts with intermittent "x" flags at the time of the event. The customer reran the results in another instrument and those were considered correct. When the field service engineer (fse) was troubleshooting the instrument he found a leak from the instrument probe wipe. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous results were reported outside the laboratory; however the samples were rerun on another instrument and there was no death, injury, or change to patient treatment attributed to or connected with this event. The customer forwarded pictures of printouts of the patient data but they were not readable and could not be reviewed.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the probe wipe and pinch valve lv8 were not functioning properly. The fse replaced pinch valve lv8 and the probe wipe, which repaired the leak. The fse also found that the rbc bath was not working properly and was causing the instrument to generate noise. The fse replaced the rbc bath, which repaired the increased plt results and the intermittent x flags. The repairs were verified per established procedures. (B)(4).